Event description:
Siderails did not lock.

Manufacturer narrative:
Siderail mount issue. The technician fixed the weldment siderail mount and the bed, and siderail are working as specified. Siderail is locking properly.